Manufacturer narrative:
(B)(6). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed the presence of a gray particle. Simulated therapy was performed with no issues of coring noted. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate had rubber/plastic particles in the vial. This was noted after activation of the vial. There was no patient involvement. No additional information is available.